Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# l79092, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 03-apr-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient had withdrawal symptoms before. The patient reported in 2013 their pump and catheter "went bad." The patient explained that the catheter was plugged up (occluded) and so in 2013 both the pump and the catheter were replaced. The patient did not report any specific issue with the pump. The event date was 2013. No further complications were reported.